Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that, the patient experienced 2 infusion set's tape not sticking event on 22-may-2024. The infusion set was used no longer than 1 day and fell off during use. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.